Manufacturer narrative:
On 1/26/15 - we were informed that the wrong serial number, (B)(4), had been reported to us. The correct serial number has been added to this report. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation time of about 6 months the following was reported: patient was found on the floor at home, and was transferred to the emergency room. When arriving at ER no pulse was detected, but electrical activity was still present. A myocardial infarction with positive troponin was diagnosed. The patient died due to cardiogenic shock. The patient died although the following actions were taken: cardiac massage, resuscitation maneuvers, epinephrine injection and external defibrillation. The date of implant was not provided.